Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and determined the failure to be a damaged optical switch. To resolve the issue, the fse installed a new optical switch. The fse confirmed that the unit would switch between hybrid and rescue modes. The fse performed a full system check and esi. All tests passed to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the during an on-site in-service training the cardiosave intra-aortic balloon pump (iabp) would not switch to rescue mode when removed from the cart. There was no patient involvement, thus no adverse report was reported.

Event description:
It was reported that the during an on-site in-service training the cardiosave intra-aortic balloon pump (iabp) would not switch to rescue mode when removed from the cart. There was no patient involvement, thus no adverse report was reported.